Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A product sample was received at the manufacturing site for leaky trocar valve evaluation. Additional information was requested for this product lot. No updates have been received.

Manufacturer narrative:
One opened trocar cannula/hub assembly was received for evaluation. The returned sample was visually inspected and was found nonconforming with a domed hole in the septum. A device history record review for the lot was conducted. The product released met the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).